Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime before (B)(6) 2024.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of life message and patient no longer had stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.